Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6), 2011, due to infection. The femoral stem, modular head, and acetabular liner were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". This device is subject of a clinical study and is not available for evaluation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2011-01068 through 01070).